Event description:
It was reported that prior to the start of a da vinci-assisted sacrocolpopexy surgical procedure, the light emitting diode (led) on the e-100 generator turned red. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the phone call, the customer performed a power cycle along with a hard power cycle on the e-100 generator, but the issue was not resolved. The customer stopped using the e-100 generator for the surgery. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the da vinci system by using the integrated electrosurgical generator unit (iesu).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was verified and ready to use. Isi has not received the e-100 generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
The generator was returned for failure analysis and the reported failure was replicated. This unit was installed onto the test system and failed testing. The first time the unit was powered on it turned on with an error tone present and a red led shown. Unit was manually power cycled multiple times to analyze issue, issue persisted during 10 power cycle. Each time the unit would flash led white 2 times, not getting to blue and green before it presented an error. Unit was showing on the troubleshooting vsc panel but did not fire energy. Presented a 'check energy cord connection' message on attempts to use instrument.

Event description:
Refer to h10/h11 for follow-up information.